Event description:
Status display read error and machine frozen up and not moving. No injury alleged. Invacare prid# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).